Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No report of an edwards' device malfunction/failure that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after annuloplasty ring implant duration of approximately 28 days. The cause of death has not been provided, however, upon follow-up with healthcare provider, the implant operative report was received. The operative report indicates the native valve was inspected and characterized by insufficiency, annular dilation, posterior leaflet prolapse, annular calcification, and leaflet calcification. Post op tee showed no mitral valve regurgitation, normal lv function, and a 3 mm hg transmitral gradient. Cardiac rhythm post procedure was av paced. Of note, there has been no mention of edwards' ring malfunction/failure that may have contributed to this device.